Manufacturer narrative:
The device was tested in the field. A full pvt test was performed to attempt to duplicate the reported issue of the pump stopping/underdelivery. The reported issue was not duplicated. The reported issue was not confirmed in history. The log showed 5 errors during the approx. 1 hr of use for the day of the event. Two n185 prox occl errors. Two n230 prox air errors and the last error was a n250 door open error. No problem found as to pump stopping without an error or an underdelivery.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a plum 360 driver new where it was reported the medication was stated and the staff when to check on progress and only 2.4 gtts went in and the pump stopped on its without an alarm. The medication should have taken one hour and thirty minuets, however only thirty minuets was received.